Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted to be implanted but not used due to placement difficulties and a fracture on the right ventricular (rv) coil lead confirmed by fluoroscopy. The physician noted that the patient had a tortuous anatomy and stylets were ¿getting kinked¿ when the lead was attempted to be placed. The lead was removed from implant and a new lead was implanted. It was further reported that the right atrial (ra) lead was dropped on the floor during implant procedure. The lead was not used for implant and removed from service. A new lead was implanted in the ra. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: returned product analysis was performed on the full lead, and no anomalies were found. The stylet/guidewire was kinked/buckled. The exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in blood. The exposed right ventricular defibrillation coil was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated damage during use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.